Manufacturer narrative:
The referenced ues-30, the a cord adapter and the cable of the pulse oximeter were returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated them and found the following. The a cord could not be connected to the ues-30 appropriately because the terminal inside of the ues-30 broke. The a cord adapter was not the recommendation of omsc. However, because the facility used the ues-30 as usual during the procedure, these were not related to the reported phenomenon. Also, the cable of the pulse oximeter had the burnout and the breakage of the cable covering. According to the literature, it is known that while a patient touched a metal part of other device, a shunt current from a high frequency current of an electrosurgical device will flow and it may cause a patient¿s burn at attaching point of the patient and the device. Therefore, because the patient attached to the breakage point of the cable of the pulse oximeter, the shunt current was generated. Consequently it caused the patient¿s burn. Therefore omsc concluded that this phenomenon was attributed to inappropriately handling by user. Omsc stated the appropriate handling of the ues-30 in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the tcr of the uterine fibroid, the facility put the patient on the pulse oximeter. After the procedure, the facility found that the patient suffered a burn on the left hand. During the procedure, the cable of the pulse oximeter was being contacted to the patient¿s left hand. The patient is continuing the treatment for the burn as an outpatient.